Event description:
Event description cpi received information that the physician was not able to interrogate this implantable cardioverter defibrillator (ICD) or elicit tones using a magnet. During the invasive procedure to explant the ICD, all device based testing with the replacement ICD identified appropriate impedance measurements; however, the physician noted that the patient had high defibrillation thresholds and elected to replace the rate sensing leads and explant the original ICD.